Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose was 434 mg/dl. During troubleshooting with tandem technical support (tts), the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on the continuous glucose monitor. A correction bolus was delivered to address bg. Customer declined to troubleshoot with tts, therefore no additional information was provided.